Event description:
Boston scientific received information that this patient had experienced a syncopal event one day ago. A review of the arrhythmia logbook did not have any stored episodes from the last three days. The caller was inquiring what the reason was for that. No other adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant informed the caller that there no events occurred that met the storage trigger. No other adverse events have been reported. This product issue will be updated if additional information is received.